Event description:
Reportedly, on (B)(6) 2019, during interrogation of the subject pacemaker, the following message was displayed: aida memory is not activated. All parameters were programmed as shipped and no data was available in the device memory. The patient denied any MRI or tac exam, or being close to any strong electromagnetic field.

Manufacturer narrative:
This report contains the same information as the one provided in the inital report. Due to technological constraints, the acknowledgments of the initial report were not received. This follow-up report is submitted to be sure that the FDA received all necessary information on time.

Event description:
Reportedly, on (B)(6) 2019, during interrogation of the subject pacemaker, the following message was displayed: aida memory is not activated. All parameters were programmed as shipped and no data was available in the device memory. The patient denied any MRI or tac exam, or being close to any strong electromagnetic field.

Event description:
Reportedly, on (B)(6)2019, during interrogation of the subject pacemaker, the following message was displayed: aida memory is not activated. All parameters were programmed as shipped and no data was available in the device memory. The patient denied any MRI or tac exam, or being close to any strong electromagnetic field.

Manufacturer narrative:
Please refer to the attached analysis report for complete details.